Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing on the sleeve in a laparoscopic sleeve gastrectomy, excessive load alarm was activated. The surgeon compressed the tissue, waited and fired in small increments. There was no patient injury.